Event description:
It was reported by the patient that she has undergone an unknown number of caesarean sections and three laparoscopic procedures due to cyst hemorrhage from the bladder and fibrosis of the uterus. At an unknown time an absorbable adhesion barrier was used. The patient has undergone injection shots of depot and other medications and another unknown procedure due to pain and incontinence. The patient states that after three years of her last child they have not checked her, ¿mesh¿ and has been told that her pain requires a hysterectomy due to fibrosis, cyst and an unknown complication. She states she has been dealing with this since she was (B)(6). Upon follow-up with an unknown source, the patient was told to deal with the pain. She suggested she be checked for infection and was given, ¿gel metro.¿ additional questions were asked for clarification.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.